Event description:
It was reported that bd insyte-n autoguard needle difficult to retract. The following information was provided by the initial reporter: the needle did not retract easily when the retraction button was pushed. Customer responded on (B)(6). 1. When you pressed the button, did the needle fully retract? Yes, but the button needed to be pressed very firmly. 2. Did the needle retract slower than normal? No. 3. Did the needle start retracting and then stop, leaving the needle exposed? No. 4. Did the needle not move at all after pressing the button? Initially yes. It only moved when the button was pressed very firmly. 5. Did the button depress? Yes, with excess force.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information received. Annex e and f codes updated. Device evaluation: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue.

Event description:
Customer responded on 13-jun. "The was no serious harm to the patient or the hcp in this situation. There was minor harm to the patient as multiple IV attempts were required due to the malfunctioning of the device". Patient grid update.